Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: 8100 sn: (B)(4) customer wanted to know how to correct this error code 242.4030 when he just replaced the air in line sensor, and the motor controller wanted to know what else could be the case. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: the customer stated that he just changed the air in line sensor, and the motor control. Then he stated that he might have place the motor controller gear backwards and this could be the reason. So the customer stated that he would check that and if he has anymore problems he would call back and ended the call.